Event description:
The technician reported the foot left brake caster not preventing bed movement when the brake is engaged. The bed is located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the cause was due to normal wear on the brake caster. The technician replaced the foot left brake caster to resolve the issue. Based on this information, no further action is required.